Event description:
It was reported that the ilet touchscreen became unresponsive and cracked, rendering the device unusable and preventing unlocking, with the user reporting no injury and continuing glucose monitoring via dexcom g7. Symptoms included no adverse clinical effects and no injury. Outcomes included interruption of device function requiring replacement and return of the original unit. Investigation included review of the complaint details and replacement initiation for the affected hardware. Investigation of this case revealed physical damage of the display resulting in loss of touch responsiveness and normal operation. It was concluded that the device experienced a hardware screen failure with cracked glass, and a replacement device was provided.